Event description:
Patient was in proces of being weaned from therapy. Iabp was experiencing helium loss alarms. Alarms had started evening before and continued thrughout night. Clinician faxed strip & it showed a nice bpw and baseline did not fall but she was still getting loss alarms. Leak test from pump to "y" was performed & bpw did not move. Acs asked if patient had sat up or had any trauma to iab. Clinician indicated patient had tried to sit up and that alarms started thereafter. Manufacturer control no di060151 continued acs advised clinican to turn pump off and have iab removed within 30 minutes due to strong possibility that there could be a reupture in iab. No reported patient complications.